Event description:
Customer reported receiving inaccurate erratic readings. In blood glucose tests, customer received readings of 245, 60, 219, and 45 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the 'c' zone showing the difference in values to be clinically significant. There was no report of death, serious injury or treatment associated with this event.